Event description:
The physician dissected the vessel wall and filter is between the layers of the vena cava wall. Another filter was placed and the patient is okay.

Manufacturer narrative:
This incident was investigated by the manufacturer, including a review of the imaging studies performed in this case. The implanting physician dissected the vessel wall by advancing the introducer sheath without the guidewire and dilator. This results in an incomplete deployment of the filter. This incident is related to user product interaction and is not related to any manufacturing defect or quality deficiency for this device.